Event description:
International customer reported that the suture broke approximately 24 hrs following a total abdominal hysterectomy. The patient was returned to surgery for repair. The patient was reportedly coughing or vomiting at the time of the reported event. Additional info was requested; no further info was received.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: code: 8434t, lot: unk. Code: 8424t, lot: unk.